Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the inner coil was fractured at 18.2 from the connector pin.